Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with polydipsia, polyuria and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and loss of prime occurred more than two times. This report is being made due to the bg excursion the patient experienced due to a prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: the black box shows loss of prime warning associated with a low non-zero force and zero force leading to delivery interruptions on (B)(6) 2017, (B)(6) 2016, (B)(6).. An ezprime and 24 hr duration test were successfully completed with no loss of prime warnings being duplicated. Force sensor measured within spec..#3. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range..#4. Battery compartment is cracked above the bumper pad. Corrosion observed inside battery compartment..leak test fails due to battery compartment leak. Removed pump cover; no further evidence of moisture damage was found. No defects to the force sensor were observed.